Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
[Auto-translated] olympus medical systems corp. (Omsc) received a literature titled "a case of endoscopically treated gastric intussusception without a lead point". [Literature summary] a 97-year-old woman with anorexia was admitted to our hospital. Contrast-enhanced computed tomography (CT) of the abdomen revealed gastric invagination of the fundus into the body. No evident lesion was identified in the intussusception, and the invagination was successfully treated through endoscopy. Although a laceration was found in the fundus during the procedure, it was treated conservatively. She was found to have a recurrence of intussusception on day 16 of admission on follow-up CT. The introverted portion of the fundus might have been introduced into the distal stomach as an invaginated segment. To our knowledge, gastric intussusception without a lead point, such as in this case, has been rarely reported. This is a valuable case to elucidate the mechanism of intussusception without a lead point. [Type of adverse events / number of patients] laceration of lesser curvature wound in the cardia n = 1. (Subcutaneous) emphysema of the lesser sac and emphysema of the left retroperitoneum.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation by omsc. Based on the results of the final investigation, there was no relationship between the device and the adverse event. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event. Olympus could get new information from the author on august 31 as bellow. [New information form the author] did any olympus device malfunction during any procedure described in this literature? If yes, please describe in detail: which device, how did it malfunction? > no. Can you confirm the adverse event experienced was attributed to the patient's underlying pathology and disease state and not caused or contributed by the olympus devices? Please specify. >yes. The adverse events was not caused or contributed by the olympus devices.